Manufacturer narrative:
The report of pump stoppage events was confirmed based on the evaluation of the submitted log file; however, specific causes for the reported events could not be conclusively determined. The patient remains ongoing on pump support on an ungrounded patient cable and no further alarms have been reported. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Information received from the clinical representative on 06/02/2016 stating that no further pump stoppage alarms have been reported.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that interrogation of the patient¿s system controller during clinic visit revealed a pump stop/driveline disconnect event on (B)(6) 2016 while connected to the power module. The patient stated that they recalled a brief alarm at the time but had not been symptomatic. The alarm resolved and had not reoccurred since. When leaving the clinic, the patient bent over causing a brief pump off hazard alarm. A short to shield condition was suspected. The patient's system controller was connected to a power module via an ungrounded patient cable and the alarm could not be reproduced. Review of the submitted log file by the manufacturer¿s technical services representative revealed multiple pump stop and low speed events which occurred while the system was connected to the power module via the patient cable. X-rays did not reveal any areas of concern. It was reported that the patient is morbidly obese, but has not had any weight gain or loss recently that could have contributed to the alarms. There also did not appear to be any trauma to the driveline. The plan was for the patient to continue using an ungrounded patient cable for connection to the power module.